Event description:
The complainant stated that the bed will no send a nurse call.

Manufacturer narrative:
After replacing the communication cable, the technician isolated the issue to the sidecom circuit board. He replaced the sidecom circuit board to repair the bed.